Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the fowler will not completely lower and was drifting. No pt involvement or adverse consequences are reported.